Event description:
The following information was relayed to vascular solutions by FDA in a letter dated 04/23/2007. A pt underwent an abdominal lymph node biopsy procedure using a 19 gauge needle. D-stat flowable was used in the tissue tract, and minutes later the pt experienced severe abdominal pain. Two days later, a 6-foot segment of small bowel was removed and the pathology showed a normal bowel that was gangrenous. The reporting party was concerned that d-stat flowable was delivered intra-arterially. Please note that use of the d-stat flowable product in this manner represented an off-label use of the product.

Manufacturer narrative:
The device was used for an unapproved indication.